Manufacturer narrative:
(B)(4). The set has been rec'd and the evaluation is pending. A follow-up report will be submitted with failure investigation result once the evaluation has been completed.

Event description:
Materials mgr reported that anesthesia reported the set split near one of the y sites during a procedure (so presumed to be during an infusion). There was no report of pt harm or medical intervention. No further pt or event info is available.